Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for excessive no delivery. The customer states they had gone through multiple infusion sets. The customer's blood glucose level was 435mg/dl. The customer wanted to fix the pump before treating for the highs. Troubleshoot was conducted. The pump alarmed for no delivery. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump functioned properly. The pump was received with a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.